Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for a small amount of ketones. The patient's blood glucose at the time of incident was 220 mg/dl. The customer's insulin pump kept alarming no delivery. Troubleshooting was initiated for the no delivery alarms. The tubing was not bent or kinked. The device had already undergone troubleshooting for no delivery alarms previously, but the customer had not yet tried every remedy. The customer was advised to try other remedies and to monitor the insulin pump and call back if issues persists. No products were returned and the customer was sent samples of different infusion sets.